Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the refrigerator did not detect on the communication bus. A field service engineer rebooted the refrigerator and the station to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system refrigerator not detected on the communication bus, preventing user from removing the required medication premixed tazocin bag. The customer stated that there was a delay of about 10 minutes to retrieve the keys from the pharmacy to unlock the drawers. There were no adverse events or injuries reported based on this event.

Event description:
It was reported when using the bd pyxis medstation es system refrigerator not detected on the communication bus, preventing user from removing the required medication premixed tazocin bag. The customer stated that there was a delay of about 10 minutes to retrieve the keys from the pharmacy to unlock the drawers. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with corrections/additional information: b5, d1, d5, g1, h6 and h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 06-dec-2022 to 05-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was not detected on the bus. The field service engineer rebooted the fridge and the medstation to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.